Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it is reported that the physician intended to use the protégé gps to treat a lesion in the lower limb. It should be noted that the protégé gps is only indicated for use in the carotid, biliary and iliac. It is reported that the stent partially deployed. The stent was removed and another protégé gps was used to complete the procedure. No patient injury is reported. Evaluation summary: the protege gps stent delivery system (sds) was received for evaluation with the 21/2cell (5strut levels) exposed. . No ancillary devices or cine images from the procedure were available for this investigation. During casual manipulation of the sds, the manifold assembly separated. The bond of the lock cap (lock housing) junction separated. A test guidewire was loaded through the guidewire lumen. The inner shaft/outer sheath lumen could not be flushed due to the noted manifold separation. The device was loaded into the deployment force test fixture. The deployment paddles were brought together with 10.38lbs of force but the stent did not deploy or move relative to the sds outer sheath. The stent was seized within the sds and was cut out of the outer sheath. The ptfe liner exhibited longitudinal scratching and tearing that appeared to have been generated proximal to distal. There was significant delamination of the ptfe liner from the ribbon braid polymer substrate.